Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# v350474, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that it was unsure if the patient's implantable neurostimulator (ins) was working or not because their family was catheterizing them 2 times per day. It was also reported that the patient was "very sick" and it was not sure if they would know if "tingles were felt or not". The patient was diagnosed with urinary dysfunction/sacral nerve stimulation.